Event description:
Trifit ts revision after approximately 7 months due to loosening of the stem.

Manufacturer narrative:
Per -2607 final report in order to progress with the investigation of this evebt, post primary and pre revision x-rays, operative notes, patient details, patient medical history, an update on the patient following revision and return of the explanted device was requested. No further details could be provided and the explant could not be returned to corin for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finsihed parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted, and the root cause of the reported loosening has not been determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per -(B)(4) initial report. Corin has requested return of the explanted stem for examination, and if received, details of the review will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture.

Event description:
Trifit ts revision after approximately 7 months due to loosening of the stem.